Event description:
The customer contacted carefusion service department to return a pc unit because it was not communicating with other devices on the right side. After speaking with the repair center representative, it was determined the device was in use on a patient when the user saw a "flash and smoke" from the right side of the pc unit. The device has been sequestered by nursing and sent to biomed for repair. The biomed stated he was unable to repair the device and sent it to carefusion service department. No patient harm or medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report with investigation results will be submitted once the evaluation is completed.